Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens. The surgeon was not able to position the lens properly and elected to remove and replace the lens with a second iol. Intervention was performed in order to enlarge the incision and suture the wound.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.